Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the cutting jaws of a pair of cutting pliers are broken. No further information was provided. No reported patient or procedural involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant device received by manufacturer for review/investigation on (B)(6), 2015. (B)(6). Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device history review: manufacturing site: (B)(4) - manufacturing date: april 2, 2003 no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the carbide inserts are partially broken off and some nicks are visible at the rubber inserts. The device was produced and distributed in april 2003. Our investigation shows that the front part of the pliers shows various damages. The carbide inserts are partially broken off and some nicks are visible at the rubber inserts. The broken off fragments are missing. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. We are not able to determine the exact cause of this occurrence as no detailed clinical information is provided. Due to the damages, we conclude that the cause of failure is not due to any manufacturing non-conformances. It is likely that a mechanical overload situation during use lead to the complained issue. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. This complaint is to be invalid from a manufacturing standpoint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.